Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a worn downstream occlusion seal. As a result, both the downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
During physical inspection, it was found that there was a torn downstream occlusion seal. There was no patient involvement, the event occurred during testing.